Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. With no return of the actual device the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find (B)(4) other report with the involved product code/lot# combination. The user facility reported similar events from the same product code/lot number combination. See mdrs 2243441-2017-00167. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that after gears in evolution keep jamming and can't get smooth deployment. Pulled out part of plug and tried again. It was reported that manual compression was applied for 40 minutes. It was reported that the patient condition was well.